Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android moto g stylus 5G - 2023 / 2.6.1 / Android 16.